Event description:
It was reported that the permanent cautery spatula instrument has abrasions on its shaft. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one side of the main tube has a 4 inch long section directly above the proximal clevis with material removed. The damaged area is parallel to the tube's longitudinal axis and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage found. The site has recently returned a defective cannula accessory. The defective cannula accessory was reported under medwatch MFR report #9255842-2008-00156.